Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
When testing the probes, both probes frosted all the way down the shaft. They were changed out and not used. Replaced with other probes.